Manufacturer narrative:
(B)(4). Concomitant medical products: ref 106021 lot 194210 ringloc+ replacement ring, ref 118001 lot 652480 taper adapter, ref ti-115320 lot 092150 titanium glenosphere, ref xl-115367 lot 128180 humeral bearing. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision reverse total shoulder arthroplasty. Subsequently, the patient underwent a second revision due to subluxation. After the second revision, the patient experienced a fracture of the humeral tray. Patient has been indicated for revision due to the implant fracture; however, no revision has been reported to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b7; h2; h3; h6. Reported event was confirmed by review of x-rays received. Review of the available records identified humeral implant fracture with proximal migration of the humerus. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.